Manufacturer narrative:
Multiple attempts have been made to obtain additional information; however, no new information has been provided. The 23mm sapien 3 valve was explanted from the aortic position during the procedure and a surgical valve was implanted.  The cause of this event is unknown. There is no allegation of valve dysfunction/malfunction.

Event description:
As reported through patient registry, the 23mm sapien 3 valve was explanted from the aortic position during the procedure and a surgical valve was implanted.  The cause of this event is unknown.

Manufacturer narrative:
Additional information: event (patient code, device code), it is to be noted that this event is also reported under the tvt registry. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the migration and embolization is unknown; however, patient factors and device manipulation likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information: as reported through patient registry, the 23mm sapien 3 valve was explanted during the procedure and a surgical valve was implanted. After deployment of the valve, upon moving the patient, it was noted that the valve had dislodged. The patient was returned to the cath lab and attempted to again percutaneously position another tavr valve into position. Subsequently, this led to dislodgement of the original tavr valve. The patient was taken emergently to surgery. The bioprosthetic tavr valve was entangled in the mitral valve apparatus and under direct visualization was able to be removed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.